Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-11799 and 2134265-2017-11800. It was reported the automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. During the procedure, automatic pullback failure occurred. The motor drive unit 5 plus was replaced, however it did not improved. So manual pullback was performed. No patient complications were reported.